Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter on the plunger. The following information was provided by the initial reporter: material no: 302832 batch no.: 8360674. It was reported there are grease spots on the black plunger and when the plunger is pushed up, it releases a rubber chemical smell. Verbatim: inside syringe. On the black plunger grease spots. When plunger is pushed up, smells a rubber chemical smell.

Manufacturer narrative:
One (1) sample was received from the customer for investigation. The sample was visually examined and the plunger rod was removed and examined. The stopper has a glossy appearance on the face of the stopper but no obvious spots were observed. No obvious odor was detected. Silicone is applied as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. This distribution process could result in some spots in having a little more silicone on the barrel leading to spots on the stopper as the stopper is moved down the barrel. Material 302832 (30ml syringes) are manufactured using plastics and polymers that may naturally have a generic plastic odor. This product is manufactured adhering to FDA and iso quality system requirements and is irradiated to ensure sterility. This syringe has been evaluated in accordance with iso 10993 "biological evaluation of medical devices", and complies with all relevant sections. Material 302832 (30ml syringes) is safe to use with no addition washing or ventilation required. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter on the plunger. The following information was provided by the initial reporter: material no: 302832, batch no.: 8360674. It was reported there are grease spots on the black plunger and when the plunger is pushed up, it releases a rubber chemical smell. Verbatim: inside syringe. On the black plunger grease spots. When plunger is pushed up, smells a rubber chemical smell.